Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during dwell cycle five of seven of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected from the set. The patient finished therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.